Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a button error alarm. The caller could not recall any significant events leading to the issue. The customer's blood glucose level was 71 mg/dl. The customer was advised to revert to a back-up plan. The customer was sent a replacement device. No further details were provided.